Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip was attempted to be deployed, but would not come out from the device. Reportedly, the whole device was pulled out of the scope and it was noted that the clip remained intact inside of the device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip was attempted to be deployed but would not come out of the device. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with evidence of soft deployment, as the clip was still attached to the control wire, but detached from the bushing. Additionally, x-ray analysis was performed, and it was noted that the control wire was kinked at the most distal section. The clip assembly was disassembled for further analysis and no visible failures were noted. Microscope examination was performed, and it was confirmed under high magnification that the bushing was kinked. Functional evaluation was performed, and the clip was released from the catheter successfully. A dimensional examination was performed to further analyze the deployment issue, and both yoke's external and internal diameters were within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed, but would not come out from the device. Reportedly, the whole device was pulled out of the scope and it was noted that the clip remained intact inside of the device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.